Event description:
It was reported to philips that the device gives an error stating that the battery is due for replacement. Multiple attempts were made to request information regarding the resolution of the reported problem. No response was received, and no information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. No further action is warranted at this time.